Event description:
During a rotator cuff repair and proximal bicep repair procedure, it was reported that a needle broke in the patient and the first needle was replaced. The issue added about 20 minutes of surgery time. It is unknown if the tip of the needle was removed. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).